Event description:
It was reported that during a scheduled device and (prophylactic) lead change out, the atrial lead dislodged. It was also reported that the atrial lead sensing value dropped and was measuring low and the threshold measurement was high. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.